Event description:
It was reported that "patient complained of hip pain. Patient was found to have dislocated hemi hip. Unipolar head and sleeve were removed."

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.